Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the (B)(4) materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately one year post filter deployment, the patient presented with the abdominal pain. Subsequent computed tomography (CT) revealed that filter in place. Eventually six years and one month later, another computed tomography (CT) revealed that the filter was tilted anteriorly and to the right. Several of the tines of the filter extend through the vena cava wall. One of the tines contacts the left lateral border of the aorta. Several of the tines extend posteriorly close approximating the lumbar spine. Therefore, the investigation is confirmed for perforation of the inferior vena cava (ivc) and filter tilt. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. Medical device - expiry date: 03/2015.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and struts perforated into organs . The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.